Event description:
It was reported that during device preparation, the novel implantable cardioverter defibrillator failed to be interrogated via bluetooth. The device was not used in procedure. There was no patient involvement.

Manufacturer narrative:
The reported event of no ble telemetry was confirmed. Upon receipt, the device was unable to communicate with the programmer via ble telemetry. However, the cause of ble telemetry anomaly was determined to be due to manual disablement/programming of the ble function in the field. The ble telemetry function was restored. No anomalies were detected.